Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that during an implant procedure, the patient experienced asystole while inserting the right ventricular (rv) lead into the pacemaker. This pacemaker exhibited high capture thresholds and high pacing impedance measurements ranging from 1300 to 1600 ohms in the right ventricular channel. The physician tried to unscrew and repositioned the rv lead three times but the patient was in asystole and the screw was not visible in the patient after turning the screw. This pacemaker was implanted and the lead impendence was stabilized. The patient is pacemaker dependent. The patient was transferred to the intensive care unit for close monitoring. No additional adverse patient effects were reported. This device remain in service.